Event description:
It was reported via the customer that during surgery, the bur was stuck in the attachment. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the attachment. It was also reported that was no delay and no adverse consequences as a result of this event. Another device was available and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.